Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR as this was documented in error, "at an unspecified time during the event, it was reported that the patient experienced confusion and disorientation. " h2 correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the afternoon of (B)(6) 2025, the patient's insulin pump had an unspecified low reading and the patient ate carbohydrates. On the night of (B)(6) 2025, the cgm was displaying 44 mg/dl and the patient ate carbohydrates. He checked a bg and it was 517 mg/dl. The patient tried to calibrate the cgm but it did not work. He took insulin and went to sleep. On (B)(6) 2025 at 4:00am, the patient woke up and the insulin pump showed three lines indicating the sensor failed. The patient checked a bg and it was 521 mg/dl. He took 20 units of insulin. The patient was in his home office when he experienced spasmatic cramps and pain. His wife gave him pickle juice and mustard for cramps. The patient did not insert a new sensor after the current one had failed. Due to still having cramps, his wife called for an ambulance. When paramedics arrived at 6:00am, they checked a bg and it was 148 mg/dl the patient continued to have cramps and was treated with IV fluids and was taken to the hospital. Upon arrival at 6:30am, the patient was treated with medication for cramps and pain. A bg was taken and it was 50 to 70 mg/dl. The patient was treated with IV dextrose. The patient was discharged from the hospital the same day at 11:30am. Prior to discharge, the patient ate a sandwich and a bg was checked and it was 200 mg/dl. At an unspecified time during the event, it was reported that the patient experienced confusion and disorientation. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.